Event description:
It was reported the 440 stud snapped on the handpiece during a laparoscopic cholecystectomy. This occurred during setup for the case. The handpiece and disposable were replaced and the case proceeded with no pt consequence. The hand piece will not be returned for evaluation.